Event description:
It was reported that upon deployment of an ivc filter, it was observed that the filter legs did not completely open. The ivc filter was retrieved through the same access site using a recovery cone retrieval system without incident. A second ivc filter was then implanted without further complication. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The sample has been returned to the MFR for eval. The investigation is currently underway.